Event description:
Caller states that the patient read 5.2 inr on one device and 3.7 inr on a second device. Caller states that the patient's coumadin was held for 2 days due to device results, however no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used with second device: 31a, 2/29/08.